Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call buttons of the insulin pump were less responsive. Customer's blood glucose level was unknown at the time of incident. Customer stated that they had received low battery alert after a week and also a failed battery test alarm. The insulin pump will not be returned for analysis.